Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2019-03935. It was reported that patient experienced a fall. X-rays revealed that leads migrated. As a result, patient underwent surgical intervention where in the leads were explanted and replaced.